Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized with a high blood glucose reading of 434 mg/dl. It was stated that the customer also fell prior to the hospitalization. The caller did not have time to troubleshoot over the phone, and asked to have a representative go to the hospital for troubleshooting. Advised the caller that the representative would be notified. Nothing further was reported.